Event description:
It was reported that this screw had fractured.

Manufacturer narrative:
This 3i product was not returned, therefore the complaint cannot be verified. The review of the device history record on this component did not provide any indication of a manufacturing deviation that would cause this condition.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.